Event description:
Patient reported receiving a blood glucose level of 19.0 mmol/l (342 mg/dl) on (B)(6) 2010 at 3:00 pm. Patient stated, she informed her diabetes specialist of the blood glucose level. Patient reported, she began feeling very sick and vomited at 4:00 pm and then at 5:00 pm her blood glucose level was 19.0 mmol/l (342 mg/dl). Patient stated, she changed the infusion cartridge and the infusion set and then at 5:32 pm, she administered 6.0 units of insulin via the infusion device. Patient reported, she contacted the emergency doctor at 6:00 pm when she had a blood glucose level of 30.0 mmol/l (540 mg/dl) and then was admitted to the hospital via ambulance. Patient stated at 7:42 pm, her blood glucose level was 25.0 mmol/l (450 mg/dl). On (B)(6) 2010, patient reported her blood glucose level at 3:00 am was 16.2 mmol/l (292 mg/dl) and she had positive ketones. Patient stated by 12:00 pm her ketones were negative. Patient's normal blood glucose level is unknown. Patient reported, she continued to use the infusion device for the basal rate in the hospital and administered her bolus via the pen. Patient stated, she thinks the infusion device is delivering too low of insulin. Length of hospital stay is unknown. No further information is available. Product was replaced and requested return of the alleged product for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.